Event description:
It was reported by the distributor that a patient had called the nephrologist notifying him that their dressing was bloody and that pt was feeling sick. Pt went to see the physician immediately. The catheter was broken at the junction between the external adaptor was broken at the junction between the external adaptor and the catheter. The adaptor was severed and inside of the dressing and the catheter had retracted under the skin. The device was changed and the patient went home.